Event description:
It was reported that the patient with this pacemaker presented to the emergency room feeling unwell. The device was interrogated and found to have reverted to safety mode. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. This device has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.